Event description:
It was reported that during the preparation of port placement procedure, when opened the kit it was found a dark hair inside of the kit. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the preparation of port placement procedure, when opened the kit it was found a dark hair inside of the kit. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a foreign material is inconclusive due to the state of the returned sample. One photograph of a kit was returned for evaluation. An initial visual observation of the photograph showed a partially unfolded surgical drape. What appears to be a dark colored hair was observed on the drape in the returned photograph. No use residue or damage was observed on the sample in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.